Event description:
It was reported that the patient's inflatable penile prosthesis was removed for unknown reasons. A 100ml reservoir, pump, and 21cm x 12mm cylinders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.